Event description:
It was reported that the unspecified bd phaseal¿ protector had foreign matter/coring found in it similar to that of the "cstd" rubber stopper. The following information was provided by the initial reporter: "the complaint is about a foreign matter that was found in the vial during preparation for infusion. Analysis of the foreign matter revealed that it was similar to that of the rubber stopper of the cstd."

Manufacturer narrative:
H6: investigation summary photo samples were provided to our quality team for investigation. Upon visually inspecting the photos, particles inside the vial can be observed. A microscopic evaluation performed by the customer was provided and determined the particles appeared to be consistent with the membrane of the protector. It was noted the protector membrane appeared to have been penetrated multiple times. Product undergoes visual and functional evolutions throughout manufacturing, including fragmentation testing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples cannot be evaluated. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Given that multiple factors can impact coring, a definitive root cause cannot be identified at this time. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd phaseal¿ protector had foreign matter/coring found in it similar to that of the "cstd" rubber stopper. The following information was provided by the initial reporter: "the complaint is about a foreign matter that was found in the vial during preparation for infusion. Analysis of the foreign matter revealed that it was similar to that of the rubber stopper of the cstd."